Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu312610j/(B)(4) - UDI: (B)(4). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a thoracic aortic dissection. During the procedure bypass of the right axillary artery to left axillary artery was performed and then two conformable gore® tag® thoracic endoprostheses were implanted and intentionally covered the left subclavian artery (lsa). Final angiography was reported to show a proximal type I endoleak persisted. The procedure was concluded. The patient tolerated the procedure and will be monitored by the physician. On unknown follow up date approximately one year later imaging determined the proximal type I endoleak persisted; and showed enlargement of the false lumen to equal or greater than 5mm. On (B)(6) 2018, an additional procedure was performed to treat the proximal type I endoleak and enlargement of the false lumen. Two additional conformable gore® tag® thoracic endoprostheses were implanted proximally and distally to extend coverage of the originally implanted ctag devices. The patient tolerated the procedure and the endoleak was reported to have been resolved.